Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a blank screen display while changing site. Customer also received a no delivery alarm. Customer's blood glucose was 345 mg/dl and was treated with manual injection. Troubleshooting was performed for high blood glucose and no delivery alarm. Troubleshooting was not continued due to customer not having a battery to continue. Customer was advised that battery cap would be replaced.